Manufacturer narrative:
The weight of the patient was requested but was not provided, therefore the weight is unknown. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2018. The patient¿s death was determined to be therapy related but a specific cause for the outcome was not identified. It was also reported that heartmate ii lvas would not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported per the vad coordinator that the patient expired. There were no reported device or therapy issues. There were no reported device issues or malfunctions that may have caused or contributed the patient's cause of death. The device will not be returned. No further information was provided.